Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose over 600 mg/dl. The customer reported that there was unusual grinding sound when doing a rewind, random no delivery alarms at least twice in week does correct after site change, multiple rewinds per reservoir change, pump was slower to rewind now than when new, pump squirts insulin during prime, pump no loaner gives low reservoir and low battery alarms this had impacted therapy causing customer to have high blood glucose. The insulin pump will not be returned for analysis.